Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""fractures of the greater trochanter induced by osteolysis with the anatomic medullary locking prosthesis"" written by alexandra m. Claus, md, phd, robert h. Hopper, jr., phd, and charles a. Engh, md published by the journal of arthroplasty vol. 17 no. 6 2002 accepted by publisher 11 february 2002 was reviewed. The article's purpose was ""to evaluate the incidence of pathologic fractures of the greater trochanter associated with osteolytic lesions in a long-term tha series; to assess the clinical and radiographic presentation, treatment, and outcome of each fracture; and to identify radiographic risk factors for sustaining trochanteric fractures in the presence of trochanteric lesions. Data was compiled from 9 cases of greater trochanter fractures post tha implantations. All patients had depuy products and each case is captured individually on linked complaints. Depuy products utilized: nonmodular aml stem, trispike aml cup, poly liner". This complaint captures patient no 7 and patient did experience clinical symptoms associated with the fracture. The fracture was diagnosed at the first time of first radiographic appearance. Acute fracture treatment entailed crutches, limited weight bearing for 6 weeks. Further operative intervention included nothing. The most recent follow up outcome was information not available.